Manufacturer narrative:
According to our field service engineer, the reason the screen suddenly went black was because the battery was discharged and needed to be recharged, causing the shutdown. The device logs could not be provided as the ventilator was on loan elsewhere. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator shutdown. There was no patient harm. Manufacturer's ref #: (B)(4).